Manufacturer narrative:
The following date received by manufacturer needs to be updated with corrected information: g.4. Date received by manufacturer: 24-jan-2023. The following fields were updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 22-feb-2023. H.6. Investigation summary: bd received 5 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for damaged tubes-glass breakage with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged tubes-glass breakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during centrifugation the bd vacutainer® serum blood collection tubes the tube broke. There was no report of patient impact. The following information was provided by the initial reporter: 366430 tubes shatter in the centrifuge.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during centrifugation the bd vacutainer® serum blood collection tubes the tube broke. There was no report of patient impact. The following information was provided by the initial reporter: 366430 tubes shatter in the centrifuge.